Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone, when attempting to bolus she noticed the esc, act, and up arrow buttons are not responding. She removed the battery out and not the device is alarming battery out limit and none of the buttons are responding. Customer's blood glucose was 180 mg/dl. Customer's mother doesn't recall any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the express bolus button due to moisture damage on keypad traces noted. No unexpected battery out limit alarms noted. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.